Event description:
The evis exera ii ultrasound gastrovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there was a gap between the acoustic lens and ultrasound probe. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. The evaluation found the following: due to damage on the "up/down" knob, the forceps elevator lever rotates concurrently, there was a nut loose on the elevator channel plug, the scope cover plate was detached, the adhesive on the bending section cover had wear, the connecting tube had discoloration and due to wear of the angle wire, bending angle in the "up" direction did not meet standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.